Event description:
The hcp reported the patient was experiencing increased pain. The low battery alarm was occurring. The pump was explanted and replaced and returned to the MFR for analysis. A follow up report will be sent when additional info is received.